Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: 8100 sn: (B)(4) customer wanted to know what the error code means. Failure device type: failure problem type: failure mode: case resolution: I explain to the customer that this error code has two problems. I explain to the customer the first problem could be mechanical and the second problem could be electrical. I explain to the customer that the first problem if its mechanical is that he would need to check the pinion on the motor, and the second problem if its electrical he would have to replace the motor control board. The customer said ok, that he would check this and if he has any more problems he would call back.